Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that the hemostatic valve was leaking on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after being inserted into the body and used for about 10-15 minutes. Bwi representative stated that the valve wasn't sealed and was leaking back. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wasn't holding the catheter well. It was stated carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used in the body for a few minutes before deciding to remove it. The bwi representative replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue resolved. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 3-feb-2023, additional information was received indicating a tube was used to introduce the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there did appear to be some damage. An abbot brk needle was used along with a vizigo, stsf, pentaray and soundstar, these have been added to section d10. Concomitant med products. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. Sem (scanning electron microscope) analysis was performed and sem conclusion indicates evidence of mechanical damage on the valve surface. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).